Event description:
Chief of perfusion at the facility stated that the plegiox in his custom plegia set is not cooling below 11c and the stopcock on the top will no tighten, so he cut out the unit and replaced it. After removal it was noted that the temperature probe was not going all the way down into the luer port. The plegiox unit used in this kit was reported as being from lot 70092153. No pt injury or death was associated with this failure.

Manufacturer narrative:
The component was returned by the facility and forwarded to the MFR for eval on (B)(4) 2014. A follow-up report will be submitted when the investigation is complete. (B)(4) has submitted an 806 notification for the component under #8010762-1/31/2014-001c. A "z" number has not yet been assigned.